Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that poor cutting and inadequate aspiration, with intermittent cessation of cutting during anterior vitrectomy surgery using the unity system. The device was set up per protocol, primed and tested without advisory errors; however, once intraocular use commenced, no effective aspiration or cutting was observed. Visible air was noted in the irrigation line, and re-priming and attempting the irrigation and aspiration (I/a) cut step did not resolve the issue. Intermittent occlusion alerts were observed without an audible occlusion tone. The procedure could not be completed on the unity system and was successfully completed using an alternate system without complication. There was no patient impact. This report pertains to the vitrectomy probe involved in the reported event.